Manufacturer narrative:
A service engineer (se) was requested for onsite service. The se evaluated the device and performed a performance verification test (pvt); the device passed all testing. The se noted that the system meets the specification for the performed service and is returned to use. No parts were replaced by the se. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers' v60 ventilator would not go into standby mode. The rse advised the customer to perform a performance verification test (pvt), and address any issues that occurred. The rse noted that the issue may be caused by a bad flow sensor assembly. Investigation ongoing / resolution pending.

Manufacturer narrative:
The customer followed up with the philips remote service engineer (rse), and it was reported that the flow sensor was replaced, but the device would still not go into standby mode. During troubleshooting, the customer reported that the average air standard liter per minute (slpm) readout was -2.5, when setting was set to zero. The rse advised the customer to replace the flow sensor assembly. The customer stated that the flow sensor assembly was replaced, and the device passed all testing. The rse provided the latest service manual and the customer to advised to retest. The rse informed the customer that if the air flow accuracy test failed, to contact parts department with the purchase order for the purchased flow sensor assembly and request warranty replacement. Insufficient information was available to determine the resolution or clarification of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.